Event description:
It was reported that the device was not working since the patient had a fall on (B)(6) 2014 and the patient fell right on the right side which was the same side as the implant. When the patient fell they broke their pelvis. It was reported that the patient had an appointment to see their health care provider (hcp) and manufacturer representative however the manufacturer representative wasn¿t notified the reason for the device check and the patient told them that everything was fine. It was noted that the caller wasn¿t able to be present for the appointment. The patient saw the manufacture representative again today.

Manufacturer narrative:
Concomitant products : product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v450731, implanted: (B)(6) 2010, product type lead. (B)(4).